Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the reportable malfunction was identified during the device evaluation: scope communication error (e227). A root cause could not be identified. Based on the results of the investigation, it is likely damage to the imaging unit causes scope communication error (e227) endoscope malfunction. The most probable cause is traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited horizontal noise appear in the video image. The event occurred during inspection for use. There were no reports of patient involvement.